Manufacturer narrative:
Concomitant medical products: (3)pri tubing;8100; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported from the critical care unit that a secondary infusion of magnesium sulfate 1 gram in 100ml was programmed to infuse over one hour. While the clinician was still in the patient's room, it was noted that the medication bag was almost empty. It was then reported that the clinician overrode the rate to 25ml/hr and the bag emptied within minutes regardless of the rate the infusion was programmed in. The magnesium was infused in twenty minutes. The setup was checked by another nurse and everything was set up properly. Cipro and flagyl were hung as secondary infusions and were able to infuse at the correct rate. No adverse reaction was caused to the patient from this event.

Event description:
It was reported from the critical care unit that a secondary infusion of magnesium sulfate 1 gram in 100ml was programmed to infuse over one hour. While the clinician was still in the patient's room, it was noted that the medication bag was almost empty. It was then reported that the clinician overrode the rate to 25ml/hr and the bag emptied within minutes regardless of the rate the infusion was programmed in. The magnesium was infused in twenty minutes. The setup was checked by another nurse and everything was set up properly. Cipro and flagyl were hung as secondary infusions and were able to infuse at the correct rate. No adverse reaction was caused to the patient from this event.

Manufacturer narrative:
The complaint of over infusion was not confirmed in the logs or reproduced during testing. Physical inspection showed no anomalies. The customer reported an event date of (B)(6) 2020. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 8:40 pm on 18 june 2020 and new patient and same profile (critical care) were selected. On (B)(6) 2020 at 11:07 am, the suspect device (sn (B)(6)) was selected and programmed a basic infusion to infuse at 100 ml/hr (vtbi= 600 ml). The suspect device successfully completed two secondary infusions of ciprofloxacin (drugid=31) and metronidazole (drugid=113) before programming a secondary infusion of magnesium sulfate (drugid=103) to infuse at a rate of 100 ml/hr (vtbi= 100 ml) at 2:44 pm. At 3:07 pm, the suspect device (sn (B)(6)) was selected and the secondary rate was changed to 50 ml/hr. At 3:11 pm, the suspect device (sn (B)(6)) was selected and the secondary rate was changed to 25 ml/hr; the user confirmed this rate was under the minimum guardrail and started the infusion. At 3:13 pm, the suspect device was channeled off. No obvious programming errors were observed. Magnesium sulfate infused= 43.152 ml see log table for programming details. Over infusion testing was performed. Results indicate that the system was operating within specification. The root cause of the customer¿s complaint of an over infusion could not be identified. Review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (12/11/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/16/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.